Event description:
The user discovered erroneous tsh (thyroid-stimulating hormone, thyrotropin) results when a doctor questioned very low results for two patient samples. The user repeated testing from new aliquots for 23 patient samples. Of these samples, corrected reports for nine patient samples were issued. Repeat testing was performed on analytical e module serial numbers (B)(4) and (B)(4). Patient sample 1 initial result was 0.005 uiu/ml with a data flag and was reported as <0.006 uiu/ml. The repeat result on (B)(6) 2010 was 2.29 uiu/ml. Patient sample 2 was from a (B)(6) female. The initial result was 0.005 uiu/ml with a data flag and was reported as <0.006 uiu/ml. The repeat result on (B)(6) 2010 was 1.94 uiu/ml. Patient sample 3 was from a (B)(6) male. The initial result was 0.005 uiu/ml with a data flag and was reported as <0.006 uiu/ml. The repeat result was on (B)(6) 2010 was 1.99 uiu/ml. Patient sample 4 was from a (B)(6) male. The initial result was 0.005 uiu/ml with a data flag and was reported as <0.006 uiu/ml. The repeat result on (B)(6) 2010 was 1.35 uiu/ml with a data flag. Patient sample 5 was from a (B)(6) male. The initial result was 0.005 uiu/ml with a data flag and was reported as <0.006 uiu/ml. The repeat result on (B)(6) 2010 was 1.89 uiu/ml. Patient sample 6 was from a (B)(6) male. The initial result was 0.191 uiu/ml, repeat result on (B)(6) 2010 was 4.45 uiu/ml. Patient sample 7 was from a (B)(6) female. The initial result was 0.085 uiu/ml, repeat result on (B)(6) 2010 was 1.79 uiu/ml. Patient sample 8 was from a (B)(6) male. The initial result was 0.218 uiu/ml, repeat result on (B)(6) 2010 was 1.17 uiu/ml. Patient sample 9 was from a (B)(6) female. The initial result was 1.69 uiu/ml, repeat result on (B)(6) 2010 was 2.44 uiu/ml. The initial results for patient samples 2 and 3 were the results questioned by the doctor. All of the initial results had been reported outside the laboratory. The user stated it was unknown if the patients were adversely affected. The lot number of the tsh reagent was 15879701.

Event description:
Caller reported aviva blood glucose results: 0848, 269 mg/dl 0849, 106 mg/dl 0850, 115 mg/dl reported no adverse event relative to discrepancy. A request was made for the return of the meter, strips, and controls, replacement sent.

Manufacturer narrative:
A specific root cause could not be identified. An issue with the device could be a possible reason for the event. However, additional information was not available for further investigation. Sample handling could also have been a possible reason for the false results. The customer insisted that the event was not caused by handling issues with samples or any foam or bubbles on the reagent. No adverse events were reported.